Event description:
It was reported that a bd 20ml syringe luer-lok¿ tip had foreign matter. The following was reported, "foreign material inner plastic barrel"

Manufacturer narrative:
Investigation: a device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. One (1) sample was provided by the customer for analysis. There are a series of brown spots on the outer diameter of barrel near the flange. The spots were lightly rubbed with a wet cloth and were not able to be removed and therefore are embedded in the barrel. Embedded fm can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 20ml syringe luer-lok tip had foreign matter. The following was reported, "foreign material inner plastic barrel".